Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported left side rupture and silicone migration. The device remains implanted.

Event description:
Healthcare professional reported "rupture of the device with silicone spillage even in the axillary cavity¿, ¿inflammatory reaction so important that it certainly caused the migration of the silicone in several parts locally involving the mammary gland and the lymph nodes¿, ¿presence of many siliconomes (of which the largest of 3 cm was an axillary lymph node filled with silicone¿, ¿presence of a lump that later turned out to be a high-grade in situ invasive comedocarcinoma-ndr. The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.